Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message and the user was unable to clear the ua 45 error message. Patient use information was requested but no additional information was provided, therefore patient use is unknown.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during functional testing and based on the archive data review. The root cause was due to driveshaft not to be at "home" position, most likely attributed to unintended user error. Upon visual inspection, cracked bottom enclosure was observed likely due to user mishandling such as a drop. The observed physical damage is not related to the reported complaint. The damage bottom enclosure was replaced to address this issue. During initial functional testing, the autopulse displayed user advisory (ua) 45 (not at "home" position after power-on/restart) upon power on. The ua 45 was cleared by using the administrative menu and rotated the drive shaft to home position. The archive data review indicated user advisory (ua) 45 error message: thus, confirming the reported complaint. In addition, not related to the reported complaint, ua 12 (lifeband not detected) & ua 7 (discrepancy between load 1 and load 2 too large) error messages were observed. The ua 12 & ua 7 were cleared by user. Note that the user advisory error messages are designed into the platform when one of several conditions is detected. The error message observed in the archive is easily clearable by the user. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. User advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. Ua 7 error message alerts the operator that the patient is out of position and not properly centered in the platform. This user advisory will persist until the patient is properly aligned. Per the autopulse user guide instruction, to clear the error message, the operator needs to pull up the lifeband until the chest bands are fully extended. Ensuring that the patient and the lifeband are aligned and then restarting the platform. After service repair completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(6).

Event description:
During patient use, the autopulse platform (sn (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message and the user was unable to clear the ua 45 error message. Following this, the crew used another autopulse platform to continue CPR. No consequences or impact to patient.